Event description:
Report received from the USA stating that the cutter cannot be inserted into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed; the bearings of the attachment were worn/damaged and would not allow a cutting bur to be inserted. This condition is likely due to a normal wear over time, but may have been exacerbated by improper or ineffective cleaning. If additional information is received, a supplemental report will be sent. (B)(4).